Event description:
It was reported that the patient had a power-on-reset (por) condition on their implantable neurostimulator (ins). It was noted that all the programs were intact and that the stimulation was on. The battery life was reported as good and that the patient had low settings. Because the stimulation was on it was determined that the por condition had previously been cleared. Follow up information received 4 days later reported that there were no malfunctions seen. Impedance check was run on (B)(6), 2014 at which time it was reported they came back all in range (the amplitude and pw was increased to run the test). The patient was instructed to keep their programmer unit with them at all times. It was noted that the patient was fine with it and that they loved the device. The patient was reported as ¿happy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v604556, implanted: (B)(6) 2011, product type: lead. (B)(4).